Manufacturer narrative:
Available information suggests this cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in service. No additional information is currently available regarding intervention or troubleshooting. Should additional information become available this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) has recorded several non sustained episodes and a diverted ventricular fibrillation (vf) event. It appears that low frequency noise is detected as vf which inhibits pacing. This patient is pacemaker dependant. This crt-d was implanted on (B)(6) 2008. The device sensitivity has been adjusted and therapy has been delayed. Files were sent into technical services for review and recommendations. A technical service consultant reviewed the files sent in; daily measurements are stable over time and within expected ranges. There are seven stored episodes of which five have stored electrograms. The first episode was induced ventricular fibrillation at implant. All other episodes are nonsustained; one of which was classified as vf but therapy was diverted. All episodes with egm's available show myopotential oversensing on the rv channel. This oversensing caused inappropriate vt/vf detection. Pacing inhibition was observed resulting in ventricular asystole greater than five seconds. Rv sensitivity is currently nominal. This noise is consistent with myopotential oversensing likely due to diaphragmatic stimulation. Attempts can be made to reproduce the noise by abdominal pressing in the sitting position, deep breathing, coughing, and flexing of pectoral muscles. If diaphragm oversensing is confirmed, sensitivity can be programmed to least with testing for proper vt/vf detection if not performed previously. No specific adverse patient effects reported. This device was subsequently explanted for unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.